Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloons burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---pre-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no, both of the balloons on the returned devices had a cut in them, likely caused by a sharp instrument. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for this lot number. The lot passed testing and all data recorded was within required specifications.